Manufacturer narrative:
Product analysis: it was confirmed that the printer had a broken paper tray. The paper tray was replaced. The programmer's touchscreen was found to be out of specification. The touchscreen connection was cleaned and re-seated, its parameters were reset, and it was calibrated. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was reconfigured, the software reloaded and updated and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a broken printer. The programmer was returned for service. There was no patient involvement.